Manufacturer narrative:
This report is for two matrixrib locking screws/unknown lots. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The two (2) splints were explanted on (B)(6) 2015. The surgeon had difficulty removing one screw due to it being stripped. There was a fifteen (15) minute delay in surgery. There was no new implantation of splints. There is no additional information.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight was not provided by reporter. This report is for two unknown matrixrib screws. Part and lot numbers were not provided. Devices are still implanted. Revision and possible explant surgery is scheduled for (B)(6) 2015. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient is experiencing post-operative pain and discomfort in the rib area following implantation of two splints on (B)(6) 2015 on ribs three and four on right side. After following up with surgeon the patient was scheduled for revision surgery on (B)(6) 2015 to remove the implants and possibly replace them. This report is for two unknown matrixrib screws. This report is 3 of 3 for (B)(4).